Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failure to baseline, gong alarms) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to unstable current from the distribution node pca the root cause for the unstable current could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarm.